Event description:
During index procedure, the physician used a mo.ma ultra cerebral protection device during treatment of the right ica ¿ cca . Approximately 6 days post index procedure, the patient suffered an ipsilateral stroke with branch retinal artery occlusion. The investigator commented that the event was caused by the condition of vulnerable plaque at the lesion site. No intervention was performed. Patient is not recovered. The patient has sequelae of impaired visual field. The investigator has stated that the event was not related to the device or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).